Event description:
Reporter alleged having discrepant back to back blood glucose results of 394, 347, 143, & 195mg/dl when all tests were performed on the advantage system. Reporter did not indicate a specific timeframe between tests other than the reference to back to back. Reporter stated she was no experiencing any hyperglycemic symptoms during the time of the testing. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.